Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It was unable to download to care link due to multiple displayable history check failed on startup alarms in the history screen. Error alarms due to corrupted history file. Device had minor scratches on lcd window.

Event description:
Customer's doctor reported via phone call that they are unable to download the insulin pump into carelink. Doctor stated that they are receiving test failed and unable to communicate error messages. No error alarms were found in the alarm history and the insulin pump passed the selftest. The insulin pump was replaced and returned for analysis.